Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges an itchy nose and "suspected that this incident is associated with the usage of the device." Their "device was replaced by a new CPAP device on (B)(6) 2023." There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges an itchy nose and "suspected that this incident is associated with the usage of the device." Their "device was replaced by a new CPAP device on (B)(6) 2023." There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. A device was returned to a third-party service center for investigation. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam particles. The device was scrapped.